Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that the burr got stuck in lesion and the vessel was perforated. The target lesion was located in the moderately to severely calcified coronary artery. A 1.50mm rotalink¿ burr was selected for use. During procedure, a 1.25mm rotalink¿ plus was used for ablation and the burr was replaced with this device. Rotablation was performed several times. At the end of the procedure, it was noted that the burr was stuck and unable to be removed from the lesion. After several attempts of removing the device, the vessel was slightly perforated. Stenting and post dilatation was performed to treat the perforation. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink burr catheter received attached to a rotalink advancer and with a rotawire inside both devices. The rotawire was able to be removed from the devices with no issues. There was no damage to the advancer device. The burr, sheath, coil, and handshake connection were microscopically and visually examined. There was an unknown foreign material (fm) that had a thread appearance wrapped around the coil 1.9mm ¿ 3.2mm proximal of the burr; when received. The coil was buckled/bunched up at the location of the fm. The distal end of the sheath had a couple kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that the burr got stuck in lesion and the vessel was perforated. The target lesion was located in the moderately to severely calcified coronary artery. A 1.50mm rotalink¿ burr was selected for use. During procedure, a 1.25mm rotalink¿ plus was used for ablation and the burr was replaced with this device. Rotablation was performed several times. At the end of the procedure, it was noted that the burr was stuck and unable to be removed from the lesion. After several attempts of removing the device, the vessel was slightly perforated. Stenting and post dilatation was performed to treat the perforation. No further patient complications were reported and the patient's status was stable.